Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right internal carotid artery. After a 014 filterwire was placed, a 3.00mm x 20mm emerge¿ balloon catheter was advanced for pre-dilation. However, when the physician attempted to place the balloon catheter on the distal portion of the filterwire, the back end of the shaft was kinked and was fractured into two locations. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no other devices. The balloon was loosely folded. There was blood in the inflation lumen. The shaft was examined. The hypotube shaft was completely separated 33.5cm from the hub. There was also a 44cm section of the hypotube that had separated from the device. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right internal carotid artery. After a 014 filterwire was placed, a 3.00mm x 20mm emerge balloon catheter was advanced for pre-dilation. However, when the physician attempted to place the balloon catheter on the distal portion of the filterwire, the back end of the shaft was kinked and was fractured into two locations. No patient complications were reported.